Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted and would be returned to guidant for analysis. There was expressed concern regarding this device's battery longevity. A request for unreimbursed medical coverage was requested for this patient.